Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note 1: customer's wife contacted manufacturer on 13-nov-2025; caller stated that they received the order, however what they received were pen needles. Replacement syringes were to be shipped to the customer. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. The customer called concerned the syringe needles bent upon insertion into the skin. The customer is using a compoundable injection; customer was advised our the trueplus syringes are mainly for insulin use. Per the customer the package was not open or damaged when received by the customer. The customer has been using the product for 1 month. The customer feels well and did not report any symptoms. The customer is not claiming they were injured using the syringes and no medical attention associated with the use of the product was reported.